Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification noted that the heater bag tubing was disconnected from the cassette port which would result in a leak. There was evidence of solvent and a line near the end of the tubing indicating it had previously been attached to the cassette port. The reported condition was verified. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette leaked; further described as ¿water coming from under the cycler¿. This was observed during the last drain of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During trouble shooting, it was noted that the line to the heater bag had become disconnected from the cassette. Renal therapy services (rts) assisted the home patient (hp) in disconnecting and removing the supplies from the amia device. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.